Event description:
The surgeon inserted a toric silicone lens model aa4203tl and the surgeon stated there was a scratch on the lens. The lens was inserted and removed without patient injury. The model and lot numbers of the cartridge and injector used were unk.

Manufacturer narrative:
H6: method: a work order search for the lens was performed. Results: visual inspection of the lens showed that there was no evidence of surgical residue. There were no similar complaints found within the work order.